Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause for the reported complaint could not be determined. There have been no other complaints reported in the lot number. Add'l info was requested on (B)(4) 2012 by phone fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A consumer reported that three months following intraocular lens (iol) implant surgery, his vision is blurry, his eye hurts and feels like it contains "grit". He also reported that his optometrist gave him a sodium chloride ophthalmic solution to reduce the corneal swelling. Add'l info has been requested.